Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse reported replacing the display,12.1" due to the reported malfunction. The iabp was then tested and passed all test per factory specifications. Additionally the fse, replaced safety disk at 6,000,000 cycle interval and replaced tidal volume disk at 12,000,000 cycle interval, label, upper inside badge, and label, prod ID, cardiosave hybrid. The fse then verified iabp was calibrated and passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
The customer reported that cardiosave intra-aortic balloon pump (iabp) exhibited errant lines on the display. There was no patient involvement and no adverse event reported.